Manufacturer narrative:
User guide states: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose (bg) level was 480 mg/dl. Troubleshooting indicated that the customer was not following the proper load technique. Reportedly, the customer primed the tubing, to resolve the issue, and continued using the pump for insulin therapy. During follow up, the customer reported bg levels ranging from 350 (mg/dl) to 380 (mg/dl).